Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise. The noise was able to be reproduced in all vectors. It was noted that the patient had fallen on the side of the device. A pocket revision was performed where it was noted the s-ICD had migrated into fat. During the procedure the s-ICD was repositioned in-between muscle. No additional adverse patient effects were reported.